Manufacturer narrative:
Concomitant medical products: unknown kinectiv neck, part # 157452 m2a-magnum mod hd sz 52mm lot # 649270; part # us257858 magnum trispike cup 58odx52id lot # 046200; part # 239274 m2a-magnum 12/14 tpr 52-60 +9 lot # 532510. Reported event was confirmed by review of the provided op notes which noted the m/l taper kinectiv modular stem was cold welded (seized) to the neck. The prosthesis was evaluated and found to be stable with no obvious signs of loosening with good ingrowth so was retained. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. As noted in previous revision surgery the there are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip revision procedure the femoral stem and neck were cold welded together. The prostheses were well fixed and therefore were not removed. No patient consequences were reported for this malfunction.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00202).

Event description:
Patient was revised due to metallosis, soft tissue reaction with fluid collection, and pseudotumor. The operative notes state the femoral stem and neck were cold welded together. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. It was also reported in operative report the stem showed no sign of loosening and remains implanted.